Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation (left: primary, right: revision) with an unspecified mentor saline breast implant (right) and a 380cc mentor smooth round high profile prosthesis(left) experienced bilateral capsular contracture (left grade: iii, right grade: IV) diagnosis postoperatively. The patient had her new patient appointment on (B)(6) 2021, and the diagnosis was confirmed based on physical examination by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 380cc mentor smooth round high profile prostheses (catalog #: 3503380) on (B)(6) 2021. This report is for the left-sided prosthesis.